Event description:
It was reported that pt underwent total knee arthroplasty in 2004. Pt complained of pain and revision procedure was performed in 2006 to remove tibial component.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. Evaluation of explanted tibial bearing found evidence of wear and/or deformation of the anterior, medial and lateral sides of the post. Wear was determined to be a result of hyperflexion and medial/lateral instability. Further examination found evidence of subsurface cracks on both condyles and the posterior face of the ps post. Subsurface cracks were concentrated on the edges of the tibial bearing and deformation of the edge. Evaluation of explanted device was inconclusive as to the cause of the instability.